Event description:
(B)(6). Same case as MFR ID#: 2134265-2011-06122, 2134265-2011-06121. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented for a scheduled heart catheterization which revealed a 99% chronically stenosed and 52mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with rotablation and deployment of 3.0x16mm, 3.5x24mm and 3.5x12mm promus element stents resulting in 0% residual stenosis. One day later, the patient had elevated troponin values (peak troponin= 0.127 ng/ml, uln= 0.03 ng/ml) and a myocardial infarction was diagnosed. No action was taken to treat this event and there were no ischemic symptoms. The event is reported to be resolved without residual effects. The patient was discharged the next day on aspirin and clopidogrel. It is the opinion of the physician that this event is not related to the promus element stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).